Event description:
The pt had elevated cardiac enzymes eighteen (18) hours after the index procedure. The lab values reported were over three (3) times the normal values and were consistent with a myocardial infarction (mi). The event was reported to be related to the index procedure and the device. No revascularization was performed because of the mi. Of note, the pt was still discharged the day after the index procedure. The index procedure was an urgent percutaneous cardiac intervention (pci) with a primary indication of unstable angina. The pt was reported to have two (2) vessel disease of lesions >50% stenosis in the right coronary artery, and the left anterior descending (lad). The target lesion was the mid lad. The lesion was reported to be: 23 mm in length, de novo, 3.25 mm vessel diameter, 75% stenosis, not an ostial/total occlusion/bifurcation lesion, and with little or no calcium. The lesion was pre-dilated. A cypher 2.5/28 mm stent was deployed with angiographic success. The residual stenosis was reported to be 0%. The flow post-procedure was timi 3. There were no procedural complications reported. Pre-procedure medications were: aspirin, plavix, and statins (note that no loading dose of plavix was given). Intra-procedural medications were: plavix, heparin, and thrombin inhibitors (angiomax). Post-procedure medications were: aspirin, plavix, and statins. The product is not available for eval and testing.